Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log contained no error codes. Functional testing found that the latch/lock flex sensor was worn/defective. The sensor was replaced to resolve the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's cassette latch sensor was not working. There was unknown patient involvement.